Event description:
It was reported that the user experienced an unresponsive screen prompt during a supply change when asked to confirm drops, and the user could not select yes. The user did not have the mobile app initially; after downloading, logging in, and pairing the device with the app, a force restart was performed and the device displayed a begin message. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose, no alarms, and no medical intervention. Investigation included guided troubleshooting and user education. Investigation of this case revealed successful device-app pairing and restoration of normal startup behavior after restart. It was concluded that the device functioned as expected following troubleshooting, and user training was advised prior to further use.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.